Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd microlance¿ needle has been found experiencing two occurrences of needle connection issues during use. The following has been provided by the initial reporter: patient said was going to use the product however the needle "skipped" from the syringe.